Event description:
It was reported that the user experienced signal loss between the dexcom g7 continuous glucose monitor (cgm) and the ilet pump, with no sensor alerts from the cgm, and readings to the pump resumed after the user toggled settings and restarted the pump. No adverse clinical symptoms reported. Outcomes included no reported impact on health, no alarms from the cgm, and restoration of data display on the ilet following basic troubleshooting. User support included customer care troubleshooting and user education. Investigation of this case revealed a transient communication issue between the cgm transmitter and the ilet pump that resolved with a restart, consistent with intermittent connectivity behavior. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication disruption not attributable to device damage or patient-related factors.